Manufacturer narrative:
Engineering analysis: upon opening the returned device packaging, it was noticed that the device had been opened and the sterile barrier pouch had been opened. The piece of wood as described in the complaint was clearly visible through the packaging tray. The piece of wood was removed from the tray and examined under the microscope. The piece of wood appears to be a piece of mahogany wood laminate. The piece of wood is substantial in size and measures 8cm x 4mm wide at its widest point. An explanation of how a piece of wood was packaged with the device is difficult to determine as wood of any kind is not allowed in the manufacturing area including the final packaging area. Corrugated material is also not allowed in the manufacturing area. Most tables in the manufacturing area, including the packaging area, are made of stainless steel. Any tables that are formica laminated are laminated not only on the top work surface but also the underside as well. The underlying sub-straight is compressed particle board, not mahogany. The probability that this wood sliver made it into the manufacturing area on someone's clothing is also highly unlikely as every operator is gowned in a one piece suit with elastic wrist bands and ankle bands as well as booties that go over the individual's shoes and extend up to the mid-calf level. These boots also have elastic bands and straps. This is all preceded by placing a bouffant hair net over the individuals hair followed by a full bouffant cap that covers not only the hair on the individuals head but wraps down around the neck and chin area. This is then followed by gloves and moustache cover if required. The packaging process has been eliminated as each individual tray is cleaned prior to placing the stent delivery system into the tray. The stent delivery system is also wiped down with alcohol prior to placing the device into the packaging tray. This is all conducted under a fume hood. Engineering summary: a full review of the device history records indicates that this product was packaged correctly and passed all in process inspections and final inspections. There were no nonconformities listed at any point during the manufacture of the product. Conclusion: based on the details of the event and the precautions taken at every level of manufacturing, it is unlikely that this piece of wood was introduced into the tray during the manufacture of the product.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
When the package was opened a piece of wood was found inside. The product was not used.